Event description:
Customer reportedly received the following results on the nano system within 10 minutes: a result in the "500's mg/dl" and a result in the "220's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.